Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 168 mg/dl. The drive support cap was normal. The customer was able to successfully clear and complete insulin pump rewound on first occurrence of motor error. Customer stated that the motor error encounter second time and this time they were tried to rewound insulin pump but stuck on fill tubing process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.